Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the zip ties for the sieve beds were replaced, the pilot valve for the sieve beds was leaking, and the 4 way valve was stuck.